Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6)2025. According to the patient, on (B)(6)2025, around 6:00pm, the patient experienced loss of consciousness and went into a diabetic coma. No cgm reading was noted from that time, but the patient stated that there were no alerts. No direct comparisons between the cgm and the blood glucose values were reported by the patient from the time of the onset of symptoms. The patient was unsure if the cgm was working as intended before she lost consciousness. A bystander called emergency medical services (ems) and when the patient regained consciousness she was already at the hospital. When the patient regained consciousness the blood glucose reading was 56 mg/dl, but the patient was unable to see what the cgm sensor was displaying at that moment. The patient remember she was given ¿sugar water¿ (most likely intravenous) but was unable to remember any other treatment. The patient was discharged after spending 4 hours at the hospital, and the blood glucose reading was 150 mg/dl, the cgm reading would have been off by 20 points at that moment. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when patient loss consciousness. There were no reported glucose values available to search within the parkes error grid calculator when patient regained consciousness. There were no reported glucose values available to search within the parkes error grid calculator when patient loss consciousness. The reported glucose values fall within the a zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.